Manufacturer narrative:
Device evaluation: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar was received. The cannula was intact. The circular seal was cut on the device. The envelope seal was intact. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Lot number not provided. Since the lot number was not provided, this information cannot be determined additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a urological bladder procedure, a blue colored piece was found at operation port of 12mm trocar after surgery. It is a piece at sealed part of the port when a doctor checked it carefully. Nothing fell into a patient's cavity. UDI number is not available. The event occurred in use for patient. The status of the patient: no problem. There was no tissue damage. Nothing fell into the patient's cavity.